Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 2 miu/ml and this value was reported outside of the laboratory. The patient's physician requested retesting of the sample. The sample was repeated on a different e module (serial number (B)(4)) on (B)(6) 2012 and resulted as 331.4 miu/ml. The 331.4 miu/ml value was believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He cleaned the sample and reagent flowpath, cleaned waste drains, and ran performance checks. All tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Calibration signals and quliaty controls were within expectation. No reagent issue was obvious. Frequent "water level too low" alarms reveal a water pressure issue of the instrument which may very likely cause wrong pressure and air bubbles in the system which, in turn, may influence the results of the measurement. However, based on the amount of provided information, further root causes could not be identified or ruled out.